Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed during prime. The insulin pump was not bumped or dropped. The customer stated that the drive support cap is normal. Blood glucose value is 102 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube, a broken reservoir tube lip, a cracked belt clip slot and cracked battery tube threads.